Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on(B)(6) 2023. On(B)(6) 2023, when the catheter was flushed after infusion, leakage occurred from the insertion site. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, when the catheter was flushed after infusion, leakage occurred from the insertion site. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any evidence of damage or leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No leaks or evidence of leakage was observed during evaluation of the returned catheter. Consequently, this complaint is unconfirmed at this time.